Event description:
It was reported that the holster was giving consistent error codes. The customer checked the probes and cables and the error codes persisted. It was also stated that the probe jams. There were no pt consequences.